Event description:
As reported, during an angiogram and upon opening the packaging of a flexor high-flex ansel guiding sheath, the "blue outer portion" of the sheath had split circumferentially. Per the reporter, the sheath was pulled apart and the inner portion was visible. A provided photo shows the sheath unraveled. The device did not make patient contact, and the procedure was completed with another device of the same type. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - country: united states. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an angiogram and upon opening the packaging of a flexor high-flex ansel guiding sheath, the "blue outer portion" of the sheath had split circumferentially. Per the reporter, the sheath was pulled apart and the inner portion was visible. A provided photo shows the sheath unraveled. The device did not make patient contact, and the procedure was completed with another device of the same type. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual examination of the customer provided photograph was conducted as well. The complaint device was not returned to cook for investigation. However, the customer provided a photo of the device showing the sheath had split circumferentially exposing the white inner portion of the sheath shaft. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. A review of complaint history found no additional complaints for this lot number. One relevant non-conformance was found on a subassembly lot; however, all non-conforming product was scrapped prior to release and there are 100% inspections in place to capture the non-conformance. A supplier investigation was requested. The supplier concluded that quality inspections for the sheath tubing component lots were acceptable, and the supplied component was manufactured to specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the customer provided photo, suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped prior to release, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there are no additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook concluded that a component failure, unrelated to the design or manufacturing of the device, caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.